Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the sample. Further inspection revealed that fluid was leaking from an untightened blue winged luer cap. After tightening the cap, a functional leak test was performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the bag. There was no patient involvement. No additional information is available.